Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-04808, 2134265-2013-04809. It was reported that during preparation for an angioplasty procedure, automatic pullback failure occurred. Access was obtained via femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The motordrive unit did not perform auto pullback during preparation. Imaging of the vessel was completed with this motordrive unit using manual pullback. No complications were reported and patient's status is good.